Event description:
Information received indicates the head hi/low function is slowly drifting down when the patient is on the bed.

Manufacturer narrative:
The technician isolated the issue to the emergency trend valve. He replaced the valve to repair the bed.